Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports that this, the 2nd battery, was also getting hot inside holster on surgeons hip. On (B)(6) 2016 customer reports that doctor was performing a spinal fusion when he felt the battery was hot, after one hour of use.. Battery was removed from holster. The heat burned into the battery. No harm to the doctor. Number 2 of 2 related complaints.

Manufacturer narrative:
On 6 /7/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - battery only received. Inserted into holster, connected to led headlight, run for 2 hours on highest setting. Run time temperature 79.8f, not an abnormal temperature for a battery in use. Battery tests within specification. Device history evaluation. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order / manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the report of battery getting hot inside holster could not be confirmed. After the evaluation of the returned sample, it was found that the battery could power a headlight and not over-heat in holster. The complaint report is unconfirmed; testing within specifications.